Manufacturer narrative:
Device evaluation noted the subject device is received with a broken scope connector. The reported issue of "connector to processor is cracked" was confirmed. No leak test was performed due to a broken scope connector. An advanced diagnostic (ad) was performed by using a temp connector and no image (black image ) found. In addition, scope failed the electrical continuity test. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "connector to processor is cracked". The reported issue found during preparation for use. No harm was reported. No patient involvement reported. No user injury reported. Device evaluation found no image (black ). This report is being submitted due to the no image (black) identified during device return evaluation.

Manufacturer narrative:
Corrected: d4 from blank to (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. It is possible that the image failure occurred due to breakage of the scope connector's circuit board. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ on page 80 or ¿ withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿ on page 80.¿ olympus will continue to monitor field performance for this device.